Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not confirm the reported issue. Although requested, the battery pack has not been returned and the cause of the complaint is not known.